Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) distal conductor was distorted; the full lead was returned for analysis. The lead was received with the helix fully extended and the distal conductor distorted within the connector. The distal conductor has been over-retracted, which doesn't allow the helix to function properly.

Event description:
It was reported that during implant attempt, the helix extended without activating the mechanism. The helix then caught in the trabecula and the helix could not be retracted. It was further reported that the helix was not flush with the lead housing when implanted via the introducer, and the helix caught in the svc (superior vena cava) on the way down, resulting in a small hole in the tricuspid leaflet. The lead was not implanted and was replaced. No further patient complications were reported as a result of this event.